Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Customer stated the up and down arrows are not responding. The customer's blood glucose was unknown. Advised that the insulin pump will need to be replaced, discontinue and revert to back up plan. Customer also mentioned screen display went off, but declined to troubleshoot.